Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm was noted. The motor passed motor test. The insulin pump was received with severely scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind. The blood glucose reading was 100.8 mg/dl.nothing further was reported.